Manufacturer narrative:
Additional information was added to h4 and h6: h4: the device was manufactured from december 3, 2019 - december 4, 2019. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event occurred on an unknown day of (B)(6) 2020. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that 2 large volume infusors underinfused; solution remained in the devices. This was observed during patient infusion. The devices had been filled with 8000mg flucloxacillin in 0.9% sodium chloride. The peripherally inserted central catheter (PICC) line flushed with no issues. There was no report of patient injury or medical intervention associated with this event. No additional information is available.